Event description:
It was reported that the patient presented in the or for atrial lead extraction. When the pocket was opened, possible device-on-lead insulation abrasion was noted on the rv lead. At this time, fluoroscopy was used and found externalized conductors. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections, 12.7cm and 40.5cm in length. Internal insulation abrasion was noted at 12.4cm to 12. 5cm, and 11cm to 11.6cm. Internal abrasion with externalized conductors were found at 14.6cm to 16.6cm and at 11.8cm to 14.5cm from the distal tip.